Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. The rash was described as very itchy and stings. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid cream by a physician. Follow up indicated that the cream is helping.